Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete.

Manufacturer narrative:
(B)(4) evaluation summary: evaluation of the returned device found it was partially deployed. One of the anterior cuff tabs (approx. 0.01 by 0.01 inches square) was found broken off and was not returned with the device. The posterior cuff was missed during deployment and remained in the foot pocket. The anterior needle tip had detached from the cuff. Because the posterior needle did not engage the posterior cuff, the cuff was not ejected from the foot. When the plunger was removed from the device, the link was held on one end by the posterior cuff in the foot pocket while being pulled on the other end by the withdrawal of the plunger. This resulted in the anterior cuff detaching from the needle. During lab testing, the plunger was inserted and the needle trajectory depth and mandrel travel were acceptable and not a contributing factor in the reported cuff miss event. The posterior cuff was also ejected from the foot pocket during testing. The most probable root cause for the posterior cuff miss is due to needle deflection during plunger deployment by either interaction with patients anatomy or a failure to maintain a stable position of the device with respect to the tissue tract during needle deployment. The device was flushed when received and it did not mark/flush. The marker port was examined and it was found to be blocked by dried blood. A needle was inserted through the marker tube and the dried blood was pushed out of the marker lumen. Then water was injected into the marker tube and it exited the marker port without difficulty; the device flushed/marked. Based on the test result the reported failure to mark during the procedure was not confirmed. The perclose proglide training guide states, prep the device by flushing the marker lumen with heparinized saline and it must be observed saline dripping out of the marker port. It was not reported if this step was completed before use. Under positioning; advance the device into the artery until pulsatile flow is observed exiting the marker lumen. If this step in the deployment is not done correctly the device will not mark during use and blood would only wick into the lumen. Other use related cause are marker port against artery wall, side wall stick, low blood pressure, clot or tissue plugging marker port and device not in arterial lumen. This would account for the coagulated blood detected throughout the lumen when received. Based on the evaluation, the probable root cause for the failure of the device to mark during use and the detected cuff miss is related to incorrect technique and/or operational context during use. There was no manufacturing or quality inspection issue detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, some difficulty was experienced to obtain arterial flow coming through the marker lumen, however it was ultimately obtained. During device deployment a cuff miss occurred and hemostasis was achieved with manual compression. The patient did not experience any adverse effect. Though requested, no additional information was provided.